Manufacturer narrative:
The products weren't returned to 3m espe and the lot-nos are not known. Therefore no further analysis on the product or retained sample could be done. Until the date of this report is it not clear what had caused the symptoms. Beside our product other materials from competitors were used. This product has been assessed for biocompatibility and has been found to be safe for its intended use.

Event description:
On (B)(6) 2014, 3m espe received a report regarding a pt who experienced an adverse reaction after use of 3m, espe, impregum, penta soft impression material. The pt, who is reported to have pre-existing allergies to latex and several antibiotics, began to experience swelling of the lips after her dental appointment. The pt self-administered epinephrine (epi-pen) and sought additional care at the emergency room, where she was given benadryl(r) and cortisone. The pt is reported as doing fine. The dentist is uncertain whether or not the reported symptoms are linked to the use of the 3m espe product, since multiple products were used in the same appointment.